Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of appears to be due to procedural circumstances. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report entrapment of device and medical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thickened restricted posterior leaflet and posterior mitral annular calcification (mac).the clip delivery system (cds) was advanced to the mitral valve; however, the anterior leaflet became stuck on the gripper. Standard troubleshooting was performed, but the anterior leaflet could not be freed. Despite the anterior leaflet being stuck on the gripper, the clip was able to successfully grasp both the anterior and posterior leaflets, reducing mr. One clip was implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.